Event description:
A laboratory user reported on (B)(6) 2021 having issues with interpretations on the vista laboratory instrument setting negative and positive results incorrectly. To correct the issue, the customer moved the workflow to instrument manager (im). The customer then determined that the rules in im were not working when the result value contained a greater than '>' symbol. A positive result that was turned to a negative result was reported to the patient chart, but was not believable by the provider and was reported to the laboratory for investigation. Investigation determined a configuration issue of when the instrument sends a result with a greater than sign (>), it bypasses the rules entirely. The rules have been corrected by the laboratory. This was not a malfunction of instrument manager. The customer was not able to confirm no patient impact due to this user error at the time of this report.